Manufacturer narrative:
The MFR was advised that the explanted lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that they received a call from the caregiver due to the pt not feeling well. The vad coordinator (vc) instructed them to call emergency medical services (ems) and by the time they arrived the pt was not breathing. The ems attempted to resuscitate the pt and after a short period of time, the pt's daughter asked them to stop and pt expired. The vc stated that this pt had issues with right heart failure for the past couple of months. He recently was returned to the operating room for repair of his aortic valve. According to the vc, an autopsy was not performed and the pump will not be returning. They are unclear as to cause of death since pt died at home and coroner ruled that an autopsy did not need to be performed.